Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the device indicates the 3mm luer lock is broken and a small part of plastic is missing. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: 5. Precautions ¿ juvéderm volbella® xc injectable gel is packaged for single-patient use. Do not resterilize. Do not use if package is opened or damaged. ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. 8. Instructions for use b. Health care professional instructions 9. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reported the event of during injection, with one syringe of juvéderm volbella® xc, the physician went to turn the syringe and the product shot out of the syringe and was lost. No patient contact was made. No injury to the patient or injector reported. The needle from the package was used. This was the initial use of the syringe.